Event description:
Patient is a 70 year old male. Admitted to (B)(6) on (B)(6) 2022 from (B)(6) medical center with a portex 7 tracheostomy tube in place and on mechanical ventilation. On (B)(6) 2022, during routine tracheostomy care, (B)(6) rcp noticed a tear in the flange that holds the tube to the flange. Emergency trach tube change was performed with assistance from (B)(6) rcp(respiratory care practitioner). Same size trach tube (portex 7) was inserted with no complications. Patient remained in stable condition. Tracheostomy tube saved for investigation. FDA safety report ID# (B)(4).